Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer cubie pocket failed frequently and required maintenance. The field service engineer (fse) had found that auxiliary 2 half height drawer 1.2 had not consistently sensed the closed position. The unit had been powered off, and the fse had replaced the solenoid because the plunger had not been pulling or pushing easily. The fse had also replaced the inseparable, as the magnet had not been strong enough to indicate the drawer was closed. After these replacements, the hardware test application (hta) passed successfully, and the customer completed the inventory of medications in the drawer. The issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer repeatedly failing pockets and needs maintenance the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer repeatedly failing pockets and needs maintenance the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.